Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that after attaching electrode pads to a pt (age and gender unk) and then pressed the analyze button, the device inappropriately started to charge energy on it's own for what clinicians believed was a non-shockable rhythm. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.